Event description:
During a laparoscopic-emergency exploratory case-surgeon tried to grasp bowel-punctured 2 small holes in bowel-fecal content was released into the pt's abdomen. A small suture was placed to address complications. Difficult to state how long case would have taken due to exploratory nature, also required gyn specialist consult. There were no other tests necessary. No reoperation required. Pt is doing fine. Per sales rep-no jagged edges and instrument intact.